Event description:
Briefly, l radial artery access obtained however l brachial artery highly tortuous so decision made to pursue l femoral artery access. 6fr sheath placed and 6fr steerable sheath placed. Lesion wired with command wire. Dilated with 2mm then 3mm then 5mm m+ shockwave for 200 pulses. 6mm balloon dilated but then ruptured. Sheath removed with balloon intact and reinserted. Lesion wired again and athletis balloon 6mm used but did not cross. Ivus shows residual severe underexpansion. 6mm nc coronary balloon used and ruptured. 6mm dcb used to dilate but still residual waist. Acceptable final results.